Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Hardware low level failure alarm during self test and confirmed in the pump history due to broken trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure. Customer stated that they were able to clear the alarm successfully and also were able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.